Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device returned in a angiographic catheter. The device showed multiple fractures along the shaft that was protruding from the proximal end of the angiographic catheter. The shaft was not completely separated the inner liner was intact. No other damage could be confirmed as the device was stuck in the angiographic catheter. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for device stuck in another device and shaft damage.

Event description:
Reportable based on additional information received on 20jan2022. It was reported that the microcatheter was kinked and cracked. A 180cm /135cm renegade hi-flo fathom system was selected for use. Upon unpacking, it was noted that the microcatheter was hiascent. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure. However, additional information revealed that the microcatheter has been cracked. Also, it was reported that the device was kinked and busted.

Event description:
Reportable based on additional information received on 20jan2022. It was reported that the microcatheter was kinked and cracked. A 180cm /135cm renegade hi-flo fathom system was selected for use. Upon unpacking, it was noted that the microcatheter was hiascent. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure. However , additional information revealed that the microcatheter has been cracked. Also, it was reported that the device was kinked and busted.